Manufacturer narrative:
Pending investigation. Concomitants: 02-020-11-0245 truliant ps cem fem ps cem left sz 4.5 (B)(6) 02-022-35-4513 truliant tib imp ps insert sz 4.5 13mm (B)(6) 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6).

Event description:
As reported, approximately 6 years and 2 months post initial left total knee arthroplasty (tka), the patient was revised to a competitor prosthesis due to complaints of pain, loose femur, and recalled insert and patella. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Please disregard initial report as it was determined there were no allegations against the patella implant and it was reported in error.